Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this system was a part of an infection. The patient was going to be seen at an outreach clinic and a inquiry of how to turn smartpass on was requested. No changes were made at this time as the patients wound site was painful and the healthcare professional did not want to put a wand on the pocket area. The infection was going to be managed with antibiotics, and smartpass was not re-enabled. Additional information noted that this patient has had previously failed defibrillation thresholds. Technical services (ts) discussed the device data and noted that the smartpass being disabled was likely postural driven since the reduction in signal amplitudes had a the similar heart rate port to and after the amplitude reduction. No additional adverse patient effects were reported. The electrode remains implanted.